Event description:
The customer reported to olympus that the evis exera iii xenon light source was receiving scope communication error code b30. The issue was noted during set-up and preparation for the procedure. The customer was unable to clear the error, so the scope was changed out and the problem was resolved. There was no patient involvement or user injury reported.

Manufacturer narrative:
The device was expected to be returned for evaluation; however, follow up confirmed the device will not be returned as it was working properly after the scopes were changed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.